Event description:
Notified of complaint by fusa marketing. Complainant (regional staff) called to verify details of this event. Message left as complainant not available. User facility called to obtain model and lot number. Head nurse and tech leader are not available. Reuse tech provided a catalog number, however not informed of lot number at this time. Facility to be called again on 5/24/99. Decision on MDR reportability cannot be made. 5/24/99 - no info rec'd. Fax sent to request info. 5/25/99 - facility called, hn on vacation. Tech leader could not provide further info. Lot number could not be provided. Inquired about associated blood loss. There was no record of blood loss on this event date. 2nd vm left for complainant at regional office. 5/25/99 - complainant (hcp) called and verified that the extracorporeal circuit of blood was discarded, ebl 250cc without adverse effect to the pt. No med intervention was required. No defect was seen in either arterial or venous bloodline. 5/26/99 - faxed add'l questions to healthcare professional. Confirmed that concomitant med device included an fresenius f80a dialyzer reused 13 times with heated citric acid. Pt identifiers also provided.